Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer contacted the getinge clincal representative by telephone to discuss the delay issue reported by him. The stm explained to the getinge clincal representative that the delay in conversion from battery to ac/dc power is normal operation for the iabp. No service call and/or repairs were required as the iabp operated within factory specifications. (B)(6).

Event description:
It was reported that during an in-house training session by a getinge clinical representative, the cardiosave intra-aortic balloon pump (iabp) experienced approximately a 30 second delay in switching from battery to ac/dc power. Due to the delay, the iabp was running on the batteries until it switched over to ac/dc power. The iabp was plugged into multiple different power plugs but the same issue occurred. There was no patient involved and no adverse event was reported.